Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. Additionally, the lead's pacing impedance has been gradually increasing but remain within range over the past 3 to 4 weeks. It was noted that the patient's respiratory rate had decreased around the same time. Additionally, this patient fell and was feeling poorly for a couple of weeks. It was noted that the patient was having a metabolic crisis around this time. The lead remains in use. No additional adverse patient effects were reported.